Manufacturer narrative:
(B)(4). The device was manufactured november 14, 2014 - november 17, 2014. The device was received for evaluation. Visual inspection noted particulate matter approximately 0.50 square millimeters in size embedded in the material of the stressmember. The particle was not in the fluid path. The cause of the particulate matter is not known. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate had a black mark on the filter. This was found after the device was compounded with ciprofloxacin. There was no patient involvement, and no additional information is available.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.